Manufacturer narrative:
The actual device reported in the incident is being retained by the facility's risk mgmt dept and will not be returned for eval. However, the facility agreed to send a photograph of the sample. To date the photograph has not yet been received for eval. Incidents of this nature can generally be attributed to one of two causes. First, the catheter may have become lodged between two rigid body structures and stretched beyond its intended design capabilities. Secondly, the catheter may have been withdrawn or partially withdrawn through the needle shearing the catheter tip. It should be noted that the labeling on the tray states, "do not withdraw catheter through the needle because of possible danger of shearing." Without the actual sample or a photograph a thorough investigation could not be performed. No specific conclusions can be drawn. If a photograph of the actual sample is returned for eval and reveals any pertinent info, a follow-up report will be filed. All available info has been sent to the actual MFR, micor inc., for further eval. Additional info from importer report: date of event: (B)(6) 2009. Perifix fx continuous epidural tray. Springwound catheter.

Event description:
As reported on the medwatch form: during epidural placement about 5cm of the catheter broke off and remains in the pt. Additional info provided by the facility's risk manager indicated the catheter remains in the pt. At this time there are no plans to remove the fragmented piece of catheter. To date, the pt has suffered no adverse sequela associated with the reported incident. The sample is being retained by the facility and will not be returned for eval. The facility has agreed to send a photograph of the sample.